Manufacturer narrative:
Age at time of event: (B)(6) years. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a cryoplasty treatment procedure, a balloon rupture occurred. The 70% stenotic lesion was located in the mildly tortuous and severely calcified external iliac. The physician advanced the .035:6.0mm polarcath balloon to the lesion and began the treatment cycle and then all of the error lights on the polarcath inflation unit came on. The inflation unit was exchanged for a new one and an attempt was made to run another treatment cycle but the check catheter light came on. The procedure was completed with another .035:6.0mm polarcath balloon. No complications were reported and the patient's condition is ok. The physician believes that the short treatment cycle was due to a balloon rupture, but it is unknown if the rupture occurred in the inner or outer balloon.